Manufacturer narrative:
Based on the new information about the incident provided in the adverse incident report a further analysis was performed. It was confirmed that the view of the measured etco2 is automatically scaled based on the measured value. However, unrelated to the displayed scale the device generates a visual and audible alarm in case the measured etco2 value drops below the lower alarm limit set by the user. According to the log entries this alarm was generated multiple times on the reported date of incident january 6th, 2019 (16:23, 16:31, 16:35, 16:37, 16:39, 16:41, 16:47, 16:50, 16:54, 16:56, 17:10, 17:22, 17:48, 18:45, 18:46, 19:20, 19:44, 19:45, 19:46). Furthermore, the user can set the device to display the measured etco2 value in a parameter field. No hardware error is stored in the log file. Based on the available information there is no indication of a device malfunction. The device alarmed multiple times to alert the user regarding the deviation of the etco2 value.

Event description:
Please refer to the initial report.

Manufacturer narrative:
During the log file analysis of the initial complaint report in january no device related errors could be found. The requested log file and waveform data were provided to the customer. Based on the information at that time there was no indication that the ventilator caused or contributed to the patient death. Based on the new information about the incident a further analysis was initiated and is currently ongoing. The results of the investigation will be provided in a final report.

Event description:
On january 14th it was reported to dräger that the device was used during an incident that lead to a patient death. It was confirmed by the user that the incident was patient related and there is no suspicion the ventilator is responsible. In the adverse incident report on july 15th it was reported: "details of incident / nature of device defect test. The v500 provides continuous end tidal co2 monitoring of the patient. We had a serious incident of an oesophageal intubation that highlighted that the co2 scale automatically optimises itself based on the level of co2 and this cannot be disabled. In this incident when we did a root cause analysis we felt that this optimisation of the co2 waveform at low values, misled the clinicians in the emergency situation to believing the ett was in the trachea. Details of injury: there was a delay in recognising the oesophageal intubation and we felt that the optimised co2 waveform led to a delay in recognition of the oesophageal intubation. Action taken: reported to manufacturer who confirmed the feature could not be disabled. Staff made aware of the issue. Alternative co2 monitoring for airway procedures being procured".